Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. First 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres (atm) the balloon burst. The device was removed and another of the same size 12.0 x 40, 75cm mustang balloon catheter was then advanced: however, it also burst at first inflation at 6 atm consecutively. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous arteriovenous fistulas. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the during first inflation balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied, and the balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again, attached to an inflation device and subjected to positive pressure. After further attempts the balloon still could not be inflated due to the presence of excessive hardened blood in the inflation lumen. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.